Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, the absorbable suture broke while stitching half of the uterus. Another suture was opened to complete the procedure. There was no patient injury.